Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased to 9% in the last months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased to 9% in the last months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes.